Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, found the following: the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the control body identity badge was missing, and the right angle was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material found in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g2. Additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material was identified as a simethicone type product but the origin of the material could not be identified. Furthermore, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.